Manufacturer narrative:
Device was used for treatment, not diagnosis. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a pate broken in 3 month after implantation. Patient was subject to prolongation of hospital stay. Pt is alive and has no health complaints. He had additional surgery to change broken plate. This complaint involves 1 broken plate. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The visual inspection of the returned device performed as part of the manufacturing investigation reported the device history record revealed no complaint related anomalies. The device history record shows lot 7301361 of ti lcp dia-meta volar distal radius pl was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed the raw material lot 7108639 met all specifications. The broken plate showed evidence of scratches and marks near combi slots 3 and 7. The plate was broken at the proximal end of combi slot 3. Drilled out screw heads were visible in holes d14-1 and d14-4. The part was received in bag (two pieces) with decontamination report and x-rays (3) if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.